Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited intermittent pacing impedances spikes on the right ventricular (rv) lead, from 500 ohms to 1800 ohms. Boston scientific technical services (ts) discussed it was likely due to a spring contact issue in the device header and recommended reprogramming the lead to unipolar pacing and bipolar sensing. This pacemaker and rv lead remain in service. No adverse patient effects were reported.